Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection was performed and found the power cord to be damaged. The cause of the condition was not determined. To correct the condition, the power cord was repaired. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.